Event description:
Customer reported control panel communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the control panel connect. System operates as intended. (B)(4).